Manufacturer narrative:
The four moss miami single innie final tighteners (product code: 2797-12-600, lot numbers: gm3979103 (2), gm3706803, gm4065503) were returned to the complaints handling unit. All four of the tighteners were found to have had their hexlobes stripped in a manner that is consistent with its direction of rotation. This wear to the instrument starts at the distal tip and can reach beyond halfway down the length of the hexlobes. This damage could potentially occur if the tightener is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the tightener¿s hexlobes in the process. Based on how extensive this wear is across all of the drivers, there is a possibility that this wear occurred progressively, becoming worse over a number of uses. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tighteners stripping cannot be determined from the samples and the information provided. A potential root cause may be not having the tighteners fully inserted into and flush with their associated set screws during tightening. This would cause torque to be applied to a limited surface area, damaging the tighteners¿ hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Difficulty in tightening the screws and inability to complete the procedure smoothly that resulted in increase the operation time. The surgeon faced a hard time to final tighten the screw due to the tearing of the tip.